Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation and the report from the field service engineer (fse), it was found out that the dvi output signals of the monitor to cv-170 were mistakenly reversed. After the connection was corrected, it returned to normal. Thus, it was determined that the reported phenomenon, ¿front panel remained turned on after the power switch was turned off¿, occurred due to the wrong connection of the cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when using a video system center, the front panel remained on after the power switch was turned off. The event occurred during preparation for use, and the diagnostic procedure (gastroscopy) was completed with the same device. There was no procedural delay, no patient under anesthesia at the time of the event, and no patient harm associated with the event.

Manufacturer narrative:
The device is not expected to be returned for evaluation, as the field service engineer (fse) was unable to confirm the complaint at the facility. The fse found the user had incorrectly reversed the monitor output signal, and the device returned to normal after correcting the connection wire. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.